Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted: (B)(6) 2007; d274trk biv ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance and threshold were elevated. The lead programing was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.